Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus europa k.g (oekg). Oekg checked the subject device. The outside of the subject device was following condition. Distal end is dented. Insertion tube is scratched. Objective lens / light guide lens are chipped. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc). Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The subject (B)(4) has not been returned to olympus medical systems corp. (Omsc) for evaluation yet. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of microbiological testing by the user facility, the subject device may be positive for unspecified microbes. The first testing was performed on (B)(6) 2019 and the second testing was performed on (B)(6) 2019. Between the two testings, the user performed an unspecified emergency procedure with the subject device. There was no report of infection associated with this report.